Manufacturer narrative:
The specimen was plasma, collected in a bd non gel collection tube that was centrifuged at 3,500 rpm for 3 minutes. A) per bd product insert, all non-gel tubes should be centrifuged for 10 minutes. Qc was within specifications before and after the event. A system check performed in early 2009 passed within specifications. The customer did not question any other assays or results. A field service engineer (fse) was dispatched: a) the fse found the sample pipettor was bent and ultrasonics was not working. The fse replaced the pipettor and the ultrasonics circuit board. B) the fse performed alignments. All hardware verification testing met published specifications. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained non-reproducible troponin (accu tni) results on five-ten patient samples. One example given was 12.81ng/ml that repeated in the normal reference range (0.02ng/ml) when it was tested on a different instrument. Customer was not able to supply specific results regarding the other patient samples that resulted lower on the different instrument. Per customer, all accu tni results ">0.06ng/ml" were repeated before being reported. It is unclear which results were reported out of the lab. Patient treatment was not affected in connection with this event.